Event description:
Customer reports 1 fiber leak occurred at the onset of treatment on reuse number 6. Noted by visible blood in the dialysate compartment and confirmed with hemastix. No blood leak alarm occurred. Estimated blood loss was 150cc. Treatment was continued with new dialyzer and bloodlines without incident. No pt injury or medical intervention reported.